Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through resetting the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The caller was advised to reach out again if the malfunction code reappears, ensuring future support if needed.